Manufacturer narrative:
Additional information added to: d4, h.4, and h.6. (Device codes). The customer complaint of while detaching a syringe from a fluorouracil vial, the "blue part" originally attached to the spike fell off was confirmed. Photo provided by the customer observed that the smartsite valve port that is attached to the top cap of the vial shield was broken off. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that while detaching a syringe from a fluorouracil vial, the "blue part" originally attached to the spike "fell off." It was reported that this caused a delay in the preparation process and created a spill and vapors coming from the fluorouracil vial. It was confirmed that there was no patient involvement and no harm to the user.

Manufacturer narrative:
The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that while detaching a syringe from a fluorouracil vial, the "blue part" originally attached to the spike "fell off." It was reported that this caused a delay in the preparation process and created a spill and vapors coming from the fluorouracil vial. There was no patient involvement and no harm to the user.